Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. This 80% stenosed, eccentric shaped, 30mm in length, de novo target lesion was located in the mildly tortuous and severely calcified, 3.0mm in diameter left anterior descending artery. The lesion was pre-dilated with several balloons, resulting in 50% residual stenosis. This 3.00x32mm promus element stent delivery system was selected; however, after several attempts the device was unable to cross the lesion. The device was removed and the physician found that the stent had flared at the distal end. It was noted that the it was likely due to the force against the thick calcium at the lesion spot. A 2.75x32mm promus element stent delivery system was selected and after three attempts the device managed to cross the lesion. The lesion was post-dilated with a non-bsc device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. This 80% stenosed, eccentric shaped, 30mm in length, de novo target lesion was located in the mildly tortuous and severely calcified, 3.0mm in diameter left anterior descending artery. The lesion was pre-dilated with several balloons, resulting in 50% residual stenosis. This 3.00x32mm promus element stent delivery system was selected; however, after several attempts the device was unable to cross the lesion. The device was removed and the physician found that the stent had flared at the distal end. It was noted that the it was likely due to the force against the thick calcium at the lesion spot. A 2.75x32mm promus element stent delivery system was selected and after three attempts the device managed to cross the lesion. The lesion was post-dilated with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic of the returned complaint device revealed distal stent damage. The struts on the first three rows on the distal end of the stent were misaligned, and raised up and bent back proximally. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Manufacturer narrative:
(B)(4)